Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. The nurse stated that the customer has been in the hospital many times since she had been in the insulin pump. The caller stated that the customer is non-complaint with the device, and the last time of her admission the glucose level was 930mg/dl. The nurse reported that the insulin pump was not functioning for two days while the customer was in the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.